Event description:
It was reported that the lead was replaced due to possible lead fracture. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was replaced due to possible lead fracture. No patient complications have been reported as a result of this event. 5/15/06: additional information received on the event reports the patient had received inappropriate shocks. Ap chest x-ray showed the lead had pulled back with the anchoring sleeve over the svc coil. The lead was destroyed during the explant process and will not be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other text : it was reported that the lead was replaced due to possible lead fracture. No patient complications have been reported as a result of this event. 5/15/06: additional information received on the event reports the patient had received inappropriate shocks. Ap chest x-ray showed the lead had pulled back with the anchoring sleeve over the svc coil. The lead was destroyed during the explant process and will not be returned for analysis. No patient complications have been reported as a result of this event. No conclusion can be drawn; lead(s), fracture of,shock, inappropriate.